Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of the incident. The customer was at 54 mg/dl at the time of the call. The customer was dropping and was given some juice to treat the low. The customer was not eating much and that led to the low and hospitalization. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined at this time. Customer was calling about assistance with pump set up. The insulin pump will not be returned for analysis.